Event description:
The sales representative reported on behalf of the customer, that the 410-2000, cga, surefit ground pad with 10ft cabel was being used on (B)(6) 2024 during a general procedure when it was reported ¿the adhesive is not working properly.¿. Further assessment questioning found that ¿the adhesive was not sticking properly.¿. The procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
Correction: d1 brand name was corrected from cga, surefit ground pad with 10ft cable, 100/case to surefit. Manufacturer narrative: received eighty-three 410-2000 in original package. Lot number was verified. Evaluations were performed on twenty-one samples. Performed a visual inspection, no abnormalities or defects. Performed a visual inspection, no abnormalities or defects. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review was conducted and found a total of eighty three (83) devices for this lot number. A two-year review of complaint history revealed there has been a total of 61 complaints, regarding 806 devices, for this device family and failure mode. During this same time frame 12,828,940 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00006. Per the instructions for use, the user is advised to prepare the skin at the application site according to facility protocol. If no protocol exists, clip excess hair at application site, clean and disinfect area to remove oils, lotions, etc., and allow to dry thoroughly. Do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer, that the 410-2000, cga, surefit ground pad with 10ft cable was being used on 28may2024 during a general procedure when it was reported ¿the adhesive is not working properly.¿ further assessment questioning found that ¿the adhesive was not sticking properly.¿ the procedure was completed with the use of the same alternate device. There was no report of injury, medical intervention, or extended hospitalization to the patient or user. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.